Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. X-rays were provided and reviewed by a healthcare professional. Review of the available records identified subtle joint space narrowing in the medial compartment that could be related to poly wear. Thin rim of periprosthetic lucency medial to the medial femoral condyle could be artifactual or possible loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital would not allow the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 11-146152, lot # 621960; item # 141233, lot # 770280; item # 11-150828, lot # 723840. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04310.

Event description:
It was reported that patient underwent right total knee arthroplasty, subsequently patient was revised due to poly wear and osteolysis causing femoral loosening. No additional patient consequences were reported. Attempts have been made and no further information has been provided.